Event description:
It was reported that this shaver handpiece would not change modes during use. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and the reported problem was confirmed. Further investigation found that this handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. To date, there are no reported injuries associated with this failure mode. This failure mode will continue to be monitored.